Manufacturer narrative:
Summary evaluation was translated from (B)(6) to english language.

Event description:
In stent thrombosis, fracture of the rotarex. Snare retrieval of the distal part of the 8f rotarex.